Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an upper endoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. Upon setting up the device, the tip did not fit properly. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.